Event description:
The facility reported that a caregiver was giving a shower to the resident and was giving the resident foot care. The caregiver was on the right side of the chair with her arm reached through the space between the base of the chair and the frame which raises the chair (lifting frame). She was crouched down low to the floor. The chair unexpectedly began to lower itself without the power being engaged. The caregiver was not able to remove her arm quickly enough and the arm became wedged and compressed between the silver stabilizing bar (attached to the lifting frame) and the chassis. The caregiver grabbed the remote with her left hand and tried to raise the chair. The hand control did not respond to the pressing of the control button. She reached with her left arm to pull the nursing call bell. The weight of the chair (and the resident on the chair) remained on her arm until three other staff members arrived to help. One staff member pulled upward on the arm of the chair (on right side), while another staff member attempted to raise the chair with the hand control. The caregiver was able to remove her arm. It is not known if the chair was raised up enough by use of the hand control or by pulling upward on the arm of the chair. First aid was provided to the injured caregiver and she was sent to the ER. The other staff members took the resident to her room utilizing the device. Immediately after the resident was removed from the chair, the staff examined the chair by pressing the control buttons on the hand control. It was noted the chair did not respond. Approximately 20-30 seconds later the chair raised and reclined on its own. Another staff member reported seeing the chair move again, approximately 1 minute later, without anyone near it or operating it. The staff plugged in the remote with the battery engaged. The recline function automatically engaged. The hand control (remote) clip was broken off. The cable on the hand control was wrapped around the back right transport handle with approximately 12 inches of cable hanging down. The caregiver sustained an injury to her arm and hand.

Manufacturer narrative:
The device was examined by an arjo investigator. The back rear left brake castor is missing. The red emergency stop button was missing. The investigator put in the battery and plugged in the hand control. As soon as the hand control was plugged in, the chair went into a complete reclining function. No other functions worked except the emergency lowering green button. The chair seems solid. The functions were smooth and quick when the hand control was replaced. Based on the information provided, the manufacturer has concluded that the cause of the shower chair unexpectedly lowering by itself is most likely due to a short circuit in the hand control. This can happen if the hand control is worn or damaged. Therefore, it is important to have the emergency stop full in operation. It was reported that the red emergency stop button was missing. The manufacturer recommends the device not be used until it is repaired by a qualified technician.